Event description:
The complaint has reported that a pt (age and gender unk) underwent a therapeutic procedure for placement of a biliary stent. The rx stent was not able to be advanced along the guidewire due to strong resistance. This issue was identified at the time of introduction of the stent device at the distal aspect external to the pt. The device was not passed through the scope. The procedure was successfully completed with use of another device. The pt did not sustain any complications or ill effect as a result of this issue. The pt condition is noted as 'ok'.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not include in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded, should relevant details be identified, under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Date filed: 22 june 2006.